Event description:
Same case as MFR report #2134265-2008-01990. It was reported that following a coronary artery drug occurred. The initial procedure was indicated dur to myocardial infarction (mi). The target lesions were 2 areas of 90% stenosis in the proximal and mid lad. A 2.5x15mm maverick balloon catheter was used to predilate the lesions. A 3.0x20mm taxus express2 drug eluting stent (des) was implanted in the mid lad and a 3.0x16mm taxus express2 des was implanted in the proximal lad. There was 0% residual stenosis noted at both stented sites. At 709 the pt experienced acute chest pain and anterior wall ischemic changes. The pt had discontinued aspiring and plavix 1 week prior due to "chronic bleed". Emergent angiography was performed and following right coronary arteriography, the pt experienced ventricular fibrillation requiring defibrillation. Normal sinus rhythm was restored. Thrombosis was discovered in the proximal lad proximal to the previously implanted 3.0x16mm taxus express2 des extending into the 3.0x16mm taxus express2 des. An unspecified type 2.5x15mm balloon catheter was advanced into the pt; however, based on the procedure notes received, it is unclear if the device was inflated. A 4.0x15mm non-bsc bms was deployed in the proximal lad, overlapping the proximal portion of the previously implanted 3.0x16mm taxus express2 des. Timi 3 flow was noted in the lad and its branches. At 73 days later angiography was indicated to assess the positioning of the pt's lad stents and to assess the pt's abdominal aortic aneurysm (aaa). The pt's previously implanted stents were patent.

Manufacturer narrative:
Device analysis - the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.